Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. An additional evaluation was performed and the report stated the following: the inspection of the disputed synframe-extension showed that the fixing screw of the joint broke. Unfortunately, a determination could not be made for the exact reason for the problem. It is suggested, the fixing screw was screwed beyond its setting and broke when trying to screw in the screw again or the fixing screw broke, because it was too tight. A further examination of the production and material documents shows conformity to the specifications. Further, a review of the device history records (DHR) was performed and it states the following: the investigation on the basis of the material and production documents had shown that the screw driver conforms to the specifications.

Event description:
It was reported: the inner set screw broke. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).